Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose value was133 mg/dl the morning of the call and he treated with a 3 unit bolus and at 8 am he checked and it was 51 mg/dl and the laboratory tested at 43 mg/dl. The customer declined troubleshooting for highs or low blood glucose.